Manufacturer narrative:
D3 and g1 updated. Please refer to the attached analysis report.

Event description:
Reportedly, the patient came for an unplanned follow-up complaining about high rate pacing. Episodes showing high rate pacing as-vp were recorded in aida, but there were not physiological.

Manufacturer narrative:
Preliminary analysis revealed a normal device behavior: the device was pacing following wenckebach functioning.

Event description:
Reportedly, the patient came for an unplanned follow-up complaining about high rate pacing. Episodes showing high rate pacing as-vp were recorded in aida, but there were not physiological.

Event description:
Reportedly, the patient came for an unplanned follow-up complaining about high rate pacing. Episodes showing high rate pacing as-vp were recorded in aida memories, but there were not physiological.